Event description:
Product problem: the pt reports the pen needles he received is bending easily. This is the (B)(6)contract, htl-strefa 31g, 8 mm droplet needle that the pt is referring to. Product issue, suspect drug# 1 dosing, use needle as directed 5 times a day.